Event description:
It was reported that the pt sought medical attention for unconsciousness and low blood glucose levels.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. The pt is working with a health care professional to adjust insulin delivery settings. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the pump boots to verify screen with auditory and vibration alarms. History from the time of the reported event was not available due to continued use. There were no alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. The total daily dose was correctly reflected the user's programmed basal rates. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering accurately as programmed.